Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter read inaccurately high compared to her feelings and compared to another device. The complaint was classified based on customer care advocate (cca) documentation. The patient¿s mother reported that on an unspecified date, approximately 1 week prior to contacting lfs, the patient developed symptoms of ¿cranky and tired¿. At the onset of symptoms, the patient¿s blood glucose was tested with the subject meter and obtained a reading ¿between 120 and 150 mg/dl¿, which they did not feel correlated with the patient¿s symptoms. The patient is on insulin pump therapy. The reporter denied any action being taken in response to inaccurate high reading obtained. The reporter stated the patient¿s blood glucose was retested ½ hour later with the subject meter and obtained a lower result that correlated with the patient¿s feelings. The patient ate something and the reporter confirmed she felt better afterwards. At the time of the call, the reporter also claimed the subject meter read inaccurately high compared to another device. The reporter claimed the patient obtained blood glucose readings of "400 mg/dl" with the subject meter and "300 mg/dl" on a doctor¿s meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. At the time of troubleshooting, the cca noted that the reporter did not have the subject meter or test strips with her at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient symptoms do not meet lfs¿ criteria of severe hypoglycemia. However, this complaint is being reported because the subject meter did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting.